Event description:
Since having allergen natrelle 68 mp saline implants, I have felt symptoms of what is now called breast implant illness. Symptoms started prior to it having a name. Had implants (B)(6) 2014. Noticed decline of overall well being within 6 months. Figured it was depression. Fast forward I have had a 19 by 21 cm mucinous borderline ovarian tumor removed which required extensive surgery and unable to have kids. My hair is thinning. My skin looks like I'm on drugs. My brain is full of grey matter. No motivation no joy. Insomnia 3 nights a week. Loss of interest. Cuticles fingernail issues. Basically anything that used to be a small task feels giant now. I can't get up and go. Used to work at 4 am no issues. Can't seem to function until 11 am now. I'm heavier. Exercise is out of the question. I've aged like a pack a day smoker except u don't smoke and I don't tan. I'm pissed I'm told 5 years ago it will cost (B)(6) to have them removed. I've lost 8 years and it's getting worse. I see that 390 is listed on some recall from 2019 that I never was told about. Never would have gotten these implants if I knew this was a possibility. Shame on u. FDA safety report ID # (B)(4).